Event description:
During icp catheter implantation, the probe had to be removed because it did not hold up. The catheter broke at the tip to the capsule.

Manufacturer narrative:
We are re-submitting this report as initial per following request by FDA: it appears that these supplement reports could be actual initial reports that may have been erroneously submitted as follow-ups in error due to checking both initial box and follow-up box 3001587388-2018-18366 - 1. Lot #: f0267. Resubmit as initial.